Manufacturer narrative:
The device was received with the proximal end of the implant still attached to the pusher. The distal end of the implant, microcatheter, packaging, and introducer were not returned. The proximal end of the pusher was in good condition and without damage. The pusher's circuit was found to be intact. The distal strain relief and heater coil were found to be compressed and misaligned. The implant was stretched and broken near the proximal end of the implant. Additionally, the pusher was found to have overlapped coils at the distal end, near the strain relief. The pusher's coils overlapping and the condition of the compressed strain relief and heater coil are indicative of a unit that was subject to excessive compressive forces, likely during advancement. The root cause of the break in the implant and stretching cannot be identified based on the supplied information but is consistent with the device experiencing tensile forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. . The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that coil embolization was performed on a cavernous carotid fistula using venous access. During repositioning, the coil stretched and detached. The coil was left in the vein and the pusher was removed. There was no reported patient injury or additional intervention. The patient is reported to be "fine."